Manufacturer narrative:
The investigation is still pending. When additional informations are provided and the investigation is completed, a follow up will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a progav 2.0 valve the surgeon suspected an adjustment issues. Patient informations: age: (B)(6) years. Height: 187 cm. Weight: (B)(6) kg. Gender: male. Implantation: unknown. Removal: (B)(6) 2020.

Event description:
The investigation of the device was completed and would be submitted with this report.

Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav® 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Result: first, we performed a visual inspection of the progav® 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. At the time of our investigation, the valve was able to be adjusted to all specified settings. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.